Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they lost a lot of weight and the implant stuck out three inches. The issue began about a year ago. Patient lost a lot of weight and continued to lose weight so they were doing these tests and they had abnormal blood test for a year and they were anemic. Agent attempted to ask about their 2004 implant then patient started mentioning that the implant would have to be adjusted over the years and patient was always having adjustment problems and they would meet with the representative to try to change the programs and it would work for a while. Patient mentioned it had been over a year now and they didn't use the implant that much. Patient started mentioning about unrelated stays in the hospital. Patient would be in the hospital at least three to five times for about seven years. Patient would lay in bed and they could never lay right and the stimulation would shut off. Patient had problems for years and it was about a year and a half and now it started doing it again. Patient mentioned they took x rays and they saw the leads curved off their spine a little bit. When agent tried to clarify information again if they were referring to their 2004 or current implant, patient mentioned this started right from the beginning and patient mentioned they didn't know if it was because the wires were never changed. Patient mentioned they hadn't used it lately and it had never really been right for them and they were laying down in the hospital and it was very inconvenient. Patient mentioned the doctors said that since they had the implant they couldn't do anything and that the patient needed pain medicine. Due to the nature of the call agent could not clarify information. Patient also mentioned they met with representatives twice in nine years and their original representative was that they saw in fifteen years. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name resume tl; product ID 3986a60 (lot: n27618); product type: 0200-lead; implant date (B)(6) 2005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.